Event description:
The customer reported to vyaire medical that vent inoperable, motor fault, transducer fault, low ve (low minute ventilation), and low pip (peak inspiratory pressure) alarms occurred on vela ventilator. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
The suspect device/component will not be returned for evaluation. Therefore, no root cause could be determined. However, the event log shows that an xdcr fault occurred, that xdcr tests were performed, and that turb diff: 1021 failed. Performed xdcr cals, exhl diff press transducer failed at 0 cmh2o. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56. If additional information becomes available.